Event description:
It was reported that the core micro drill was being used in a case when it overheated resulting in a dime-sized burn on a pt's mouth. A cream was applied to the burn, and no additional treatment was needed. Permanent damage is not expected. A back-up device was used to complete the case.

Manufacturer narrative:
A follow-up report will be filed if the device is received and after a quality investigation has been completed.